Event description:
A high readings issue was reported with the adc device. Customer reported receiving a sensor scan result of 350 mg/dl and self-administered unspecified dose of insulin. Customer subsequently experienced hypoglycemia and lost consciousness for 30 minutes. Customer was treated with baqsimi nasal powder by their spouse and called ambulance. Customer received unspecified treatment and regained consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (UDI) has been updated. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was further investigated and de-cased. The antenna was damaged while de-caing the sensor, and observed the sensor having an issues communicating with the evaluation module (evm) after de-casing. An extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor, sensor does not read. Performed a visual inspection on the returned sensors pcba, observed that the antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. The adc is unable to perform further testing at this time due to damage during de-casing. Therefore this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving a sensor scan result of 350 mg/dl and self-administered unspecified dose of insulin. Customer subsequently experienced hypoglycemia and lost consciousness for 30 minutes. Customer was treated with baqsimi nasal powder by their spouse and called ambulance. Customer received unspecified treatment and regained consciousness. There was no report of death or permanent injury associated with this event.